Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data despite being in use. The customer's blood glucose (bg) level was 200 mg/dl. Additionally, it was reported that a 10 unit bolus was delivered. Customer could not recall whether the bolus was programmed to be delivered or not. Reportedly, the customer continued to use the pump for insulin therapy.